Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (detect and treat failure) has been confirmed. Upon investigation the monitor was unable to complete a baseline. The monitor's electrode belt connector was broken free from the monitor enclosure, unplugging connector j1001 from the defibrillator board. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.